Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked with a hissing noise when a forceps or gauze was inserted and removed through the devices. The devices were used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Three devices returned for evaluation. All devices were received with the duckbill slightly open at slit. A leak test was performed and the devices were noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.